Manufacturer narrative:
The technician found the plug had no ground pin. He replaced the plug to fix issue. No injuries alleged.

Event description:
Account alleged that the bed had ground loss showing.